Event description:
It was reported that when unpacking the device for a cardiopulmonary bypass procedure, the distal tip of this device was noted to have been deformed. Another device was used for the procedure. No pt injury was reported.

Manufacturer narrative:
The reported complaint was confirmed. This deformation could only be duplicated on other soft flow tips by forcibly bending the tip. The few parts from this lot that remained in inventory did not show the deformation 100% inspection of inventory did not note any deformations. There have not been any other complaints related to a deformed soft flow tip. The root cause is unk and may have occurred due to external forces applied to the individual part. As the root cause remains unk. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.